Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was met while advancing a 3.0x25mm nc trek balloon dilatation catheter (bdc) with an unspecified interventional guide wire and the bdc became stuck with the guide wire. The balloon was not inflated and was removed with the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty to advance and difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties (devices becoming stuck, and noted multiple bends and kinks) appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire due to a buildup of procedural contaminates (blood, contrast) on the guide wire resulting in the reported difficulty to advance and remove the balloon dilatation catheter. Additional movement of the catheter against resistance likely resulted in the devices becoming stuck together. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.